Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Additionally, it was reported that the pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.